Event description:
The caller reported an alarm triggered by an occlusion. There was no adverse impact to the customer¿s blood glucose level during the event, as the levels remained below 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin delivery. Frequent occlusion problems were reported, prompting a transfer and request for follow-up assistance from technical support. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.